Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during programming for a magnetic resonance imaging it was noted this right ventricular (rv) lead exhibited high out of range pacing impedance measurements in bipolar. Additionally, some noise was noted in unipolar. The lead was programmed to unipolar pacing with bipolar sensing. No adverse patient effects were reported.